Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the us connector cable buckled, the us connector body corroded, the lg cable connector corroded, the insertion flexible tube (ift) leak, the operation channel cut, the bending rubber cut, the insertion flexible tube attaching nut loose, the us connector body loose, the us connector cable bump, and the air/water socket chipped/cut o-ring ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.